Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(6) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that right after implant, when programming the device, an electrical reset occurred and the battery voltage had decreased from 3.01 volts to 2.87 volts. The pocket was reopened and the device was replaced with a new one. It was found that the programming of the ventricle rate limit triggered the resets. No patient complications have been reported as a result of this event.